Event description:
This complaint is now reportable based on the analysis completed on 10/14/2011. It was reported that during a stenting treatment procedure, the 2.75x38 mm promus element stent would not cross the lesion. The 75% stenosed lesion being treated was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x2.0 non-bsc balloon and the stent advanced but failed to cross the lesion. Further balloon dilatations were performed and the procedure was completed with a 2.75x32mm promus element stent. No patient complications were reported and the patient's status is stable. However, the product analysis revealed stent damage and the stent moved on the balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The stent moved distally on the balloon and was positioned over the distal markerband. Struts on the first 6 rows from the distal end were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).